Event description:
The patient reported that on 10/2/06 she was in a car accident because her blood glucose went down to 40 mg/dl. She stated that when the police arrived she did not know who she was. She had symptoms of feeling like she was drunk. She took glucose tablets, raisins, and juice to get her blood glucose back up to around 100 mg/dl. She stated that she has very erratic blood glucose that can go as high as 418 mg/dl and as low as 40 mg/dl. Neither her nor her endocrinologist can control her blood glucose level. She stated that she does not believe the infusion device delivered too much insulin, but thinks that it is just her body reacting differently to her blood glucose. Product was requested to be returned for evaluation.